Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. The diamondback peripheral orbital atherectomy system instructions for use manual states that vessel spasm is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
A vessel spasm occurred in the posterior tibial artery following use of a peripheral viperwire guide wire and a diamondback peripheral orbital atherectomy device in the superficial femoral artery. The viperwire was removed from the patient and nitroglycerin was administered to open the vessel. The patient condition was good following the procedure, and the cause of the vessel spasm was unknown.